Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2025-05157), it was discovered that both of the patients spinal cord stimulator (scs) leads appeared to be fractured. Additional information was received that no imaging was done to confirm lead fracture.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2025-05157), it was discovered that both of the patients spinal cord stimulator (scs) leads appeared to be fractured.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch:20459857. UDI: (B)(4).